Event description:
Olympus was informed that during an unspecified colonoscopy procedure, just before the cecum was reached, the users had experienced a complete loss of image with an error message which stated "scope communication err b30". The users reportedly rebooted the system but was still unable to obtain an image and the error message remained. The users were said to have switched to a different 190 series endoscope, but was still unable to obtain an image and the same error message persisted. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that they had spent approximately 30 minutes in troubleshooting while in the middle of a procedure. The intended procedure was said to have been completed with an olympus 180 endoscope. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The evaluation noted fluid inside the scope connector. There was corrosion observed on the converter board unit, inside the plug unit and on the switches flexible-printed-circuit (fpc) board. The referenced device passed the leakage testing. As the device passed leak testing, it appears that the fluid invasion was related to user handling. This report is being submitted as a medical device report in an abundance of caution.